Manufacturer narrative:
Internal complaint reference (B)(4). The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed. No issues were found. A functional evaluation was performed. The dumbbell joint was stiff. The joint was disassembled. Scoring was observed on the dumbbell joint pressure rings. The complaint was confirmed and the root cause has been associated with a friction problem. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the spider 2 tenet movement of the main body was stiff. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.